Manufacturer narrative:
Added information to section b3, h6 (health effect - clinical code, type of investigation, investigation findings and investigation conclusions). H11. Additional narrative/data: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including chronic kidney disease.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from china a 64-year-old patient with a valve model 7300tfx29 implanted in mitral position underwent a valve-in-valve procedure after an implant duration of eight (8) years and three (3) months due to severe regurgitation (valve area / index0.7cm2) seen on echo. As reported, the patient presented with shortness of breath and chest tightness. A 29mm transcatheter valve was implanted within the pre-existing surgical device. As reported, patient was noted as to be recovered well.